Manufacturer narrative:
The unit was requested for return and further evaluation. Upon receipt, bench testing was performed, which determined that the pads could not be installed in the AED and that the device was unable to successfully initiate a shock. Further investigation identified damage to the internal contacts for the pad attachments, which was attributed to device abuse. Although the original customer report did not involve patient use and was not considered reportable, evaluation confirmed a malfunction that could delay or prevent therapy delivery in a clinical situation. As such, this event is being reported in accordance with 21 cfr 803.50.

Event description:
A customer reported that their AED's asi is flashing red, and the AED is reporting a service code. The customer did not report this occurring during patient use.